Manufacturer narrative:
Literature citation: ruza, zoltan et.al. (2014) "transradial access for renal artery intervention.". Interventional medicine & applied science, vol. 6 (3), pp. 97-103. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same literature article as MDR ID 2134265-2015-01940. It was reported via literature that patient complications occurred. The aim of the study was to analyze the angiographic and clinical results of the renal artery stenting from the facilities database. Express sd stents and non-bsc stents were used. Patient complications were reported, which included increased creatinine and carbamide nitrogen level, temporary hematuria and transient vasospasm. The conclusion of the study indicated that transradial renal artery angioplasty and stenting is technically feasible and safe.